Event description:
It was reported that the subject device had failed anti-fogging function (e235). The issue was observed during the preparation/prior to sedation procedure. It was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No further information was provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation of a failed anti-fogging function could not be confirmed. As a result of the failure not being confirmed, the investigation was unable to determine the cause. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.